Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) reading of 40 mg/dl after getting off an airplane. The user felt dizzy and weak and was assisted by airline staff, who provided orange juice and a wheelchair. The user¿s dexcom g7 continuous glucose monitoring (cgm) later showed a bg of 73 mg/dl, and the user reported feeling much better. The agent advised confirming sensor accuracy with a fingerstick. The lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected with orange juice. Symptoms included dizziness and weakness. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.